Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6. -11.5/1.5/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to nighttime glare/haloes. This resolved the problem. Cause of the event is reported as other: nighttime glare. Reportedly, patient request removal of lens.